Event description:
Product is cpsi computer systems, using macromedex data base. Macromedex entered ndc. Ndc# (B)(4) shows a description of 5mg; but a strength of 2.5 mg. Although macromedex labels the data as discontinued cpsi allows the data to function and calculate a dose that is double what is prescribed. Computer programming error detected prior to administration thus correct dose was administered. FDA safety report ID# (B)(4).